Manufacturer narrative:
(B)(4).: physio-control has recommended that the customer replace the battery to resolve the reported failure. Physio has attempted to follow up with the customer to determine resolution of the reported failure, but has been unsuccessful in reaching the customer. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device had its service indicator illuminated and would not power on. There was no patient use associated with the reported failure.